Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .077 offset at the tips indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a pk dissecting forceps instrument, the jaws did not approximate. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.